Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient's receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available. The pediatric patient was using a receiver approved only for adults. Labeling indicates: the dexcom g4 platinum system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. No data download was available since device did not turn. Functional testing could not be performed since receiver does not turn on. The receiver case was opened for further evaluation. Trouble shooting for the receiver and battery was done during an interior inspection and confirmed the reported event that the receiver ceased to function. The root cause was determined to be a defective battery.